Manufacturer narrative:
(B)(4). Additional device evaluated by MFR: three unopened samples of product code w9946, lot pebckdt0 were received for analysis. The complaint sample was not received for evaluation. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9946, pebckdt0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the suture underwent an unknown surgery on an unknown date and suture was used. The needle pulled off from the suture strand during use. There were no adverse consequences to the patient.